Event description:
It was reported the patient lost effective coverage due to the l3 drg lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
It was reported to abbott, a patient¿s drg left si lead had migrated following a fall. The migrated lead was explanted. The patient had another lead added to address new pain. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.